Event description:
It was reported that the screen and the cord door of the programmer were damaged, and it was further requested that the programmer be checked for safety. It was further reported that the programmer was not recognizing the analyzer and it was requested that it be checked for connectivity. Both the programmer and the analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the analyzer was not recognized by the programmer, though it only occurred once and it was after the completion of a software reload and reinserting the analyzer eliminated the problem. It was noted that the analyzer needs to be tightened into place to assure proper connection of the analyzer to the programmer and this may have been what caused the problem the customer experienced. It as further noted that the analyzer was returned with a backup battery that was out of date and had a low voltage causing a "low backup battery" message to be displayed on the associated programmer. Note: the analyzer passed functional testing on vxi tester and passed a systems test with associated programmer. (B)(4).